Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated dangerously') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("debilitating pain"), emotional distress ("emotional distress") and anxiety ("mental anguish"). The patient was treated with surgery (exploratory surgery in (B)(6) 2021). Essure was removed. At the time of the report, the device dislocation, pelvic pain, emotional distress and anxiety outcome was unknown. The reporter considered anxiety, device dislocation, emotional distress and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device had migrated dangerously") and fallopian tube perforation ("essure device implanted in plaintiff had perforated and ruptured plaintiffs' fallopian tubes") in an adult female patient who had essure inserted (lot no. 62.243-dk) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hemochromatosis, ovarian cyst, neuralgia, menses irregular, anxious mood, nauseous, bacterial vaginosis, parity 2, gravida ii, hives, skin rash and arthritis of neck. Concomitant products included xanax (alprazolam), ketorolac, ambien (zolpidem tartrate), percocet [oxycodone hydrochloride;paracetamol] and gabapentine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018 she experienced heavy menstrual bleeding ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic pain ("debilitating pain"), emotional distress ("emotional distress"), anxiety ("mental anguish"), decreased appetite ("decreased appetite"), chills ("chills/rigors"), fatigue ("extreme fatigue"), pyrexia ("fever"), irritability ("irritability"), asthenia ("general weakness"), night sweats ("night sweats"), back pain ("severe back pain"), dyspareunia ("severe pain during intercourse"), dysmenorrhoea ("severe menstrual pain,"), urinary tract disorder ("inability to urinate normally"), abdominal pain lower ("severe lower abdominal pain and cramping"), migraine ("migraines"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), headache ("headache") and endometriosis ("endometriosis"). The patient was treated with surgery (bi-lateral salpingectomies). At the time of the report, the pelvic pain and back pain had resolved. The outcomes for device dislocation, fallopian tube perforation, emotional distress, anxiety, decreased appetite, chills, fatigue, pyrexia, irritability, asthenia, night sweats, dyspareunia, dysmenorrhoea, urinary tract disorder, abdominal pain lower, migraine, vaginal infection, vaginal discharge, headache, heavy menstrual bleeding, female sexual dysfunction and endometriosis were unknown. The reporter considered abdominal pain lower, anxiety, asthenia, back pain, chills, decreased appetite, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, irritability, migraine, night sweats, pelvic pain, pyrexia, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: plaintiff sought medical attention for these conditions starting in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.864 kg. [Human chorionic gonadotropin] on (B)(6) 2008: positive [ultrasound thyroid] on (B)(6) 2021: small fibroid that is pressing against the lining of your uterus which would account for the bleeding and painful periods but not so much your back pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: plaintiff fact sheet & medical record received. Events menorrhagia, apreunia & endometriosis were added. Event outcome for back pain & pelvic pain were updated. Concomitant conditions , historical drugs , conditions were added. Lot number & expiration date added. Patient product & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated dangerously') and fallopian tube perforation ('essure device implanted in plaintiff had perforated and ruptured plaintiffs' fallopian tubes') in an adult female patient who had essure (batch no. (62.243-dk)-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis of neck, skin rash, hives, gravida ii, parity 2, bacterial vaginosis, nauseous, anxious mood, menses irregular, neuralgia, ovarian cyst and hemochromatosis. Concomitant products included alprazolam (xanax), gabapentin (gabapentine), ketorolac, oxycodone hydrochloride;paracetamol (percocet) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced heavy menstrual bleeding ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("debilitating pain"), emotional distress ("emotional distress"), anxiety ("mental anguish"), decreased appetite ("decreased appetite"), chills ("chills/rigors"), fatigue ("extreme fatigue"), pyrexia ("fever"), irritability ("irritability"), asthenia ("general weakness"), night sweats ("night sweats"), back pain ("severe back pain"), dyspareunia ("severe pain during intercourse"), dysmenorrhoea ("severe menstrual pain,"), urinary tract disorder ("inability to urinate normally"), abdominal pain lower ("severe lower abdominal pain and cramping"), migraine ("migraines"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), headache ("headache") and endometriosis ("endometriosis"). The patient was treated with surgery (bi-lateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, fallopian tube perforation, emotional distress, anxiety, decreased appetite, chills, fatigue, pyrexia, irritability, asthenia, night sweats, dyspareunia, dysmenorrhoea, urinary tract disorder, abdominal pain lower, migraine, vaginal infection, vaginal discharge, headache, heavy menstrual bleeding, female sexual dysfunction and endometriosis outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain lower, anxiety, asthenia, back pain, chills, decreased appetite, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, irritability, migraine, night sweats, pelvic pain, pyrexia, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff sought medical attention for these conditions starting in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.864 kgs. Human chorionic gonadotropin - on (B)(6) 2008: positive. Ultrasound thyroid - on (B)(6) 2021: small fibroid that is pressing against the lining of your uterus which would account for the bleeding and painful periods but not so much your back pain. The lot number reported ¿62.243-dk¿ is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-nov-2022: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure device had migrated dangerously") and fallopian tube perforation ("essure device implanted in plaintiff had perforated and ruptured plaintiffs' fallopian tubes") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criterion medically important), fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic pain ("debilitating pain"), emotional distress ("emotional distress"), anxiety ("mental anguish"), decreased appetite ("decreased appetite"), chills ("chills/rigors"), fatigue ("extreme fatigue"), pyrexia ("fever"), irritability ("irritability"), asthenia ("general weakness"), night sweats ("night sweats"), back pain ("severe back pain"), dyspareunia ("severe pain during intercourse"), dysmenorrhoea ("severe menstrual pain,"), urinary tract disorder ("inability to urinate normally"), abdominal pain lower ("severe lower abdominal pain and cramping"), migraine ("migraines"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge") and headache ("headache"). The patient was treated with surgery (exploratory surgery in (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, anxiety, asthenia, back pain, chills, decreased appetite, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, fatigue, headache, irritability, migraine, night sweats, pelvic pain, pyrexia, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: plaintiff sought medical attention for these conditions starting in 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jun-2022: summon received: events: "decreased appetite, chills/rigors, extreme fatigue, fever, irritability, general weakness, night sweats, severe back pain, severe pain during intercourse, severe menstrual pain, inability to urinate normally, severe lower abdominal pain and cramping, migraines, vaginal infections, vaginal discharge, headache, essure device implanted in plaintiff had perforated and ruptured plaintiffs' fallopian tubes", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated dangerously') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("debilitating pain"), emotional distress ("emotional distress") and anxiety ("mental anguish"). The patient was treated with surgery (exploratory surgery in (B)(6) 2021). Essure was removed. At the time of the report, the device dislocation, pelvic pain and emotional distress outcome was unknown. The reporter considered anxiety, device dislocation, emotional distress and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.